Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and delivery accuracy test at 0.08750 inches. The stop (idle) current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. The no delivery alarm functions properly during the basic occlusion test and occlusion test. No unexpected no delivery alarm noted. No motor error alarm noted during bolus/basal delivery. The motor was tested outside of the device and passed. Device uploaded properly using carelink. Device had minor scratched display window, cracked display window, cracked case at display window corner and cracked reservoir tube lip. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 578 mg/dl. Insulin pump had motor error alarm. Customer stated that the insulin pump had no delivery alarms. Dive support cap was normal. Customer was able to rewind. Customer stated that the insulin pump had motor error alarm again after rewind. The insulin pump will be returned for analysis.